Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, lead noise was observed on the atrial channel. The lead was explanted and successfully replaced. The patient was in stable condition.